Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a mycotic abdominal aortic aneurysm. Medtronic received notification of the event in the following journal article: eur j vasc endovasc surg 2009 xx, 1-6. Review of pts undergoing evar over a 10 year period found 19 pts with infected aortic aneurysms (23 aneurysms). Four of the aneurysms were treated with aneurx (n=2) (see MFR # 2953200-2009-00339) and talent (n=2). It was not disclosed which device was used with which pt/clinical outcome. Antibiotic regime was devised on a case-by-case basis.

Manufacturer narrative:
Evaluation codes, results and conclusions: (treatment of mycotic aneurysm).